Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that hcp could not advance the lead after multiple attempts. He said the lead felt different very stiff even with the flexible stylet. He asked if medtronic was doing something different with manufacturing. New lead was used and old lead was discarded.